Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report.

Event description:
The recipient is reportedly experiencing an infection at the implant site. The recipient presented with pain and redness. The recipient was recommended using moleskin. The recipient was prescribed 500 mg of cephalexin, which resolved the pain.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection was reportedly believed to be due to pressure. The recipient applied a topical on (B)(6) 2018. The recipient infection resolved. This is the final report.